Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6), study ID (B)(4). It was reported that the left s1screw extends 7 mm beyond the ventral cortex. Patient is asymptomatic, no treatment performed. Onset date 2025-09-12. Description: left s1 screw ventral cortex breach. Outcome status is recovering/resolving. Diagnostics: CT without contrast1 performed on (B)(6) 2025 result was lt s1 screw breach. Levels involved: l5-s1. Severity of ae is mild. Primary diagnosis is stenosis. Site related assessment: not related to capstone peek spinal system implant, tlif grafting material, causal relationship to posterior supplemental fixation system and procedure (tlif l5/s1). Sponsor assessment: sponsor assessed as causal related to posterior supplemental fixation system.